Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported while testing the mx40 telemetry device it had no audible sound. No patient involvement.